Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the joystick had physical damage, which confirmed the original complaint issue that it was a joystick issue. However, the underlying cause could not be determined.

Event description:
The provider states the chair is driving by itself, the brake isn't engaging and the joystick error lights aren't flashing but the chair is driving in circles. The caller states this is a joystick issue.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the chair is driving by itself, the brake isn't engaging and the joystick error lights aren't flashing but the chair is driving in circles. The caller states this is a joystick issue.